Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d10 (supporting device was inadvertently omitted from the initial medwatch report), e1 (reporter's first and last name), and e2 (no was inadvertently selected on the initial and should be blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image flickered due to communication failure caused by cable failure. The cause of cable failure could not be identified. The event can be detected/prevented by following the instructions for use which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd camera head image flickered when shaking the cable. The issue was found during maintenance. The patient was not under anesthesia. The facility finished the procedure with another device. The intended procedure was unknown. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: the image was flickering when the shaking the cable due to faulty cable. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.